Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical systems for six (6) patient samples. Patient (1-6) samples were tested for accu tni through the closed tube accessing (cta), and results were in the range of 0.044ng/ml to 0.063ng/ml. The original samples of patient 1 and 2 were retested for accu tni on the same instrument through the cta and repeated results were: "insufficient sample to repeat" and 0.047ng/ml respectively. Both patient samples were also tested on a different instrument in the customer's lab and results of 0.029ng/ml and 0.014ng/ml were obtained respectively. Patient (3-6) samples were re-tested on the same instrument, but not through the cta module and repeated results were in the range of 0.031ng/ml to 0.020ng/ml. (See b6.) Based on available information, the results were reported out of the lab. It is unknown whether treatment was affected for any of these patients.

Manufacturer narrative:
The specimens were collected in greiner vacutainer tubes. No issues with the samples were noted and customer did not report instrument problem at the time of this event. A field service engineer (fse) was dispatched to the customer's lab: the fse verified that maintenance was performed regularly and a system check conducted in 2007 passed. The fse calibrated the instrument and compared reports with previous calibration, and results looked very similar. The fse performed qc (all levels) through the closed tube accessing (cta) module. Qc level ii and level iii were acceptable, but level I gave very high results with a decreasing trend. The fse placed on a new pack and repeated low level of qc in triplicate, and results were still elevated. The fse then ran low level of qc not through the cta module and obtained acceptable results. The fse replaced cta probe due to stream not straight when flushing wash solution through. After probe replacement, the fse checked alignment, performed carry over test, and run qc (level I). As per product labeling, a cut-off of 0.50ng/ml is recommended for diagnosis of acute myocardial infarction (ami). Accu tni results were within the risk stratification range and below the ami cut-off of 0.50ng/ml for all 6 patients. Hardware issue, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.